Event description:
Reporter noted difficulty inserting instruments in trocar. When instrument was forced, part of cannula fell into eye. All parts retrieved. Lensectomy performed to retrieved trocar. However, stated they likely would have doen lensectomy regardless. Patient is recovering well.